Manufacturer narrative:
Philips service replaced the flexvision pc and hard disk spare part, reloaded software, calibrated the system, and tested the system, returning it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that flexvision monitor failed to boot; system shutdown delayed on a azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.